Event description:
A report was received that the patient¿s device was malfunctioning. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s device was malfunctioning. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had frequent non-device related falls. The falls made the stimulation more positional and that¿s where the stimulation changes were occurring.

Event description:
A report was received that the patient¿s device was malfunctioning. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s device was malfunctioning. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s device was malfunctioning. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement of the ipg. The physician did not indicate that the falls were the cause of the generator issues. It was also reported that the physician did not confirm that there was device malfunction with the ipg but thought that it was probably an error on the user of the device. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was kept by the medical facility.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient decided not to proceed with the procedure at this time due to nondevice related reasons. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s device was malfunctioning. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient's fall was a bit device related.